Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the nurse hung new bag of zosyn 3.375 mg (volume unknown) at 1207 on a med surg progressive care patient, and programmed it to infuse over 4 hours. The nurse went back into the room at 1236 and found that the antibiotic bag was almost empty, however the vtbi on the pump showed there was still 46ml to be infused. The nurse saw no evidence of fluid leaking on the floor or the patient's bed. Another nurse verified programming and setup, and a pharmacist confirmed there was no error with programming. There was no patient harm reported.